Event description:
It was reported the physician had placed the new lead, and the patient had complained of a headache and fever postoperative. The physician advised the patient regarding the symptoms. It was suspected the dura may have been nicked during the procedure. Follow up on the patient status identified the symptoms had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.